Manufacturer narrative:
The field service representative (fsr) replaced the reagent 1a inner probe tubing to the resolve the magnesium result issue. Review of the architect serial (B)(4) service history showed an on-going issue with discrepant magnesium results. There were no subsequent contacts from the customer regarding discrepant results since the fsr replaced the reagent 1a inner probe. A 12-month search for similar complaints did not identify an adverse trend for the reagent 1a inner probe tubing. The clinical chemistry product monitoring review identified no trigger associated with the architect c16000 erratic result rate. No trends were identified for the c16000 analyzer. The abbott labeling including the architect system operations manual and the architect c16000 system and support manual provide adequate labeling regarding component replacement and troubleshooting of the described issue. Taken together, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely elevated magnesium of 2.57 mmol/l on sample ID (B)(6) that repeated normal range of 0.68 mmol/l when processing on the architect c16000 analyzer. No impact to patient management was reported.